Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the customer reported failure mode of the instrument. According to the initial reporter, the site is not willing to send the instrument back to isi for evaluation. If additional information is received a follow-up MDR will be submitted to the FDA. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a fragment from the fenestrated bipolar forceps instrument allegedly broke off, fell inside the patient, and was not found. However, at this time, the exact location of the instrument fragment is unknown and it is unclear if the missing fragment was actually retained inside the patient.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, an unspecified fragment from the fenestrated bipolar forceps instrument broke off and was not retrieved. The site attempted unsuccessfully to search for the missing instrument fragment. According to the initial reporter, the site will not be returning the instrument to intuitive surgical, inc. (Isi) for evaluation since the patient has the (B)(6) virus (B)(6). The initial reporter also indicated that during reprocessing of the instrument, an unspecified wire was found to be broken. On (B)(6) 2016, isi obtained the following additional information from the isi clinical sales representative (csr) regarding the reported event: the fenestrated bipolar forceps instrument was inspected prior to the start of the surgical procedure and no issues were identified. According to the csr, a fragment from the yellow insulation (i.e. Ultem) on the distal end of the instrument broke off and fell inside the patient. The csr indicated that the surgical staff spent a great deal of time looking for the missing instrument fragment intra-operatively and post-operatively. The patient did not experience any post-operative complications.